Event description:
It was reported to philips that tempus pro did not function as expected during a patient use.

Manufacturer narrative:
Previously reported on (B)(6) with MDR# 3003832357-2023-00170. Device investigation has taken place on (B)(6) with MDR#3003832357-2023-00170.